Manufacturer narrative:
(B)(4). The band/balloon with 60cm of catheter and the on-way valve were returned for evaluation. Upon visual inspection, it was observed that the buckle was torn on the snorkel side (strain relief). Several black and brown stains were observed on the band and balloon. A device history record (DHR) review was performed and no discrepancies were recorded during the manufacturing process in relation to the alleged issue.

Event description:
It was reported that during a gastric banding procedure, the surgeon was in the process of introducing the closing mechanism through the clasp of the belt when the material of the clasp tore down one side. The was no excessive force applied to the band. The clasp had completely sheared down one side and had to be discarded. The procedure was prolonged 15 minutes. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.